Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 371 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. The customer also stated that the highest blood glucose value was 517 mg/dl. Customer declined to perform a carelink upload. The customer also stated that the infusion set was bent. The insulin pump will not be returned for analysis.